Manufacturer narrative:
Retainer = black customer returned the pump for alleged recurring insulin flow blocked alarms and it takes more to prime the line (approx. (B)(4) units instead of (B)(4) units) found on (B)(6) 2021. The pump seats immediately during the prime/fill. Unable to perform the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test or verify insulin flow blocked alarm fill tubing anomaly due to prime anomaly. Successfully downloaded the trace and history files using thump. A review of the history files reveal on (B)(6) 2021 between 07:10 and 20:45 the were nine (9) no delivery (insulin flow blocked) alarms that occurred during bolus wizard deliveries. The pump was cut open to perform a visual inspection. No damage or moisture damage was found on the electronic assembly (pcba 1 and pcba 2) and force sensor however, found dried insulin on the motor shaft and motor slide. Prime/fill anomaly and the insulin flow blocked alarms in the history files are due to dried insulin on the motor slide. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case and pillowing keypad overlay. Prime/fill anomaly and the insulin flow blocked alarms in the history files are confirmed due to dried insulin on the motor slide. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had insulin flow blocked alarm during bolus. Customer stated that they performed displacement and it failed. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.